Event description:
It was reported that the device had early battery depletion. It was noted that the patient received numerous shocks and had a left ventricular assist device (lvad). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the device was returned and analyzed; analysis was inconclusive. The device was received with no telemetry and no output.